Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3mm x 40mm x 145cm coyote es balloon catheter was selected for treatment. During the procedure, on the first inflation at 4 atmospheres for 2 seconds, the device ruptured near the balloon shoulder in pinhole form. The device was removed and the procedure was completed with another of the same device. No complications reported, and patient was in good condition after the procedure.